Event description:
It was reported that the patient was "told by her physician that she had a seroma and there was redness and swelling at the implant site." It was noted that the "swelling was going down and it was feeling better." It was noted that the patient had an infection. It was further noted that "the site was warm to the touch and swollen." It was noted that this was at the pocket site. It was noted that the patient was given antibiotics. It was noted that the patient "ran a fever of 100 degrees for a few days." It was noted that the patient's device "was definitely helping her urinary control." It was noted that the patient had a scheduled appointment with her physician on (B)(6) 2012. Additional information received reported that the patient still had concerns regarding her device or therapy, but she was working with her physician and manufacturing representative. Additional information received reported that the patient was given perioperative antibiotics and oral antibiotics. It was noted that the patient did not have meningitis. It was noted that the patient experienced redness at the infection site. It was noted that the primary location of the infection was at the device pocket. A culture was not obtained. It was noted that the patient had a history of diabetes before the device was implanted. It was noted that the patient's infection was resolved.

Event description:
It was later reported the implantable neurostimulator (ins) site was extremely sensitive to touch and more painful than before. It was also noted, it was slightly discolored and warm to the touch. It was noted, the patient increased their stimulation to about 4 volts about 2-3 weeks prior and they did not know if that had made a difference in the ins site. The patient had not decreased stimulation or change programs because, the higher setting had helped with symptom control. It was noted, the patient is a diabetic and carries their excess weight in their hip/buttock area. It was also noted, the health care professional (hcp) did mention moving the ins at one point. It was noted, the patient had seen their hcp for this issue three times and their next appointment was scheduled for (B)(6) 2013. It was later reported the ins was removed due to infection. There was no injury to the patient.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3093-33, lot # v972782, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Manufacturer narrative:
Analysis of the ins showed that it was functionally okay and no significant anomalies were found. Analysis of the lead showed that no anomalies were found.